Event description:
Treatment of an ica (internal carotid artery) aneurysm that was previously treated with stent and coils. During the pipeline deployment inside the previously placed stent and tortuous anatomy, it was reported that the pipeline became twisted. It was not clear whether the cause was due to torquing to release it from the capture coil or due to the pipeline catching onto the proximal end of the previously implanted stent. Balloon angioplasty was performed on the pipeline (an option presented in the instructions for use); however, the pipeline did not fully open. A balloon occlusion test was performed and blood flow from other hemisphere was sufficient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).